Manufacturer narrative:
Concomitant medical products: product ID:neu_pouch_acc, serial# (B)(4), implanted: (B)(6) 2013, product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported that the patient¿s friend saw something on television about the mesh causing problems with people. It was reviewed that mesh slings for the bladder and transvaginal slings are different than the mesh pouch used with the pump.